Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad is completely intact; no lifting or damage was observed. The down key is intermittently responding to user input. The ok, up and contrast keys are responsive to user presses. Investigators removed the keypad cover; contamination was found under the contrast and down key contacts. The battery cap was not returned with the pump. A crack was observed at threads of battery compartment. A new test battery cap was able to tighten to the pump and was used to complete all testing. The display screen has a pinkish contrast; the screen is still able to be read. The piston cap was observed to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.